Event description:
Advanced bionics was made aware that the patient's device was explanted. The patient's device was reportedly extruding and an extensive cholesteatoma formation was noted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.